Event description:
It was reported an alarm was occurring. The alarm error code was 8286 (empty reservoir occurred). The configuration was checked and found to be okay. The pump was okay on the date of this event. The patient's therapy was effective. The medication in the pump was unknown. The patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).